Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. Two pascal precision ace devices were implanted in a a-s position with a 2-8 clocking. The grade of regurgitation after the procedure was 2. One year after the procedure the patient had a reintervention with pascal precision ace as there was worsening regurgitation and the grade of regurgitation increased to 4. The initial plan was to support the first two pascal ace devices in the a-s position with a 2-8 clocking with a third device also in a-s position with a 2-8 clocking. The grasping was very successful, but the physician was not satisfied and decided to optimize the grasp of the anterior leaflet 3 to 4 times. After the deployment a micro-perforation on the anterior leaflet was seen. The mean-gradient was 2mmhg and the tricuspid regurgitation outcome was from initial 4 reduced to 3. The patient status was stable before, during and after the procedure. As per medical opinion there was too much tension on the anterior leaflet and the porosity of the leaflet led to a micro-perforation. Too much material of this very thin material was grasped and the grasp was optimized a few times. This did not withstand the tension after closing and release the device. No actions taken.

Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for capture leaflet(s) / close clasp(s) - leaflet damaged while capturing was confirmed with objective evidence based on the information provided by the clinical specialist and the tee provided for evaluation, showing an anterior tricuspid leaflet valve perforation visualized after the third pascal ace device was delivered on the re-intervention. Available information suggests that procedural factors or patient factors could have contributed to the event due to the tension applied on the anterior leaflet and the porosity of the leaflet; per image review findings, no device related malfunction was observed, and all three pascal devices appeared to be in stable position. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release.